Event description:
Healthcare professional (hcp) reported a xen®45 gts "[hcp] tried to advance the stent, but it would not advance" during implantation in right eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.